Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained about an erroneous high result for 1 patient sample tested for free thyroxine (ft4 ii). The erroneous result was reported outside of the laboratory. The initial ft4 ii result was 3.12 ng/dl. This result was reported outside of the laboratory. The sample was repeated twice with results of 1.59 ng/dl and 1.58 ng/dl. No adverse event occurred. The instrument type and serial number was not provided. The customer was advised of possible causes of the issue (foam/bubbles on the reagent, clots/fibrin in the sample). The customer accepted this explanation and no other problems were observed for other assays or samples. Based on the information provided, a general reagent issue can most likely be excluded. The erroneous result was most likely caused by incorrect handling of the sample or the reagent.